Event description:
Infusaport not working. Pt brought into hosp for infusaport removal and re-insertion. The device malfunctioned at the time of insertion during a surgery procedure. There was no injury to the pt as a result of this malfunction. The pt's hospitalization was prolonged and intervention was required to prevent permanent impairment/damage to the pt. The physician reviewed the incident to determine if submission was appropriate. The device was returned to the MFR for engineering review and follow-up on 7/28/99.